Manufacturer narrative:
This MDR is a duplicate of 0001526350-2025-01413. The initial report was created in error and should be voided. This MDR is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, g2, g3, g6, h1, h2 and h11.

Event description:
This MDR is a duplicate of 0001526350-2025-01413. The initial report was created in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery the device was leaking air. It is unknown if there was patient impact or delay. An alternate device was available to complete the procedure. Due diligence is complete and there is no additional information available.